Manufacturer narrative:
This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient was hospitalized due to syncope and the device displayed a "check right ventricular (rv) lead" warning upon interrogation. Boston scientific technical services (ts) was contacted for assistance and discussed this was indicative of an out-of-range measurement. The field representative confirmed that thresholds and impedances were in range. Ts discussed that it is possible that the rv lead oversensed a farfield signal which was measured as a low out-of-range r-wave amplitude. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the cause of the "check right ventricular (rv) lead" warning was unable to be reproduced, however when the device was interrogated all measurements were within range. Additionally, the physician ruled out device involvement in the syncopal episode. This product remains in service. No adverse patient effects were reported.